Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error occurred because of an arcing x-ray tube. The arcing x-ray tube led to the unavailability of x-ray in one plane of the bi-plane system. The second plane remained fully functional. In such cases, the user is instructed via "instructions for use" to contact the service organization who will either recover the tube (perform tube conditioning) or if conditioning fails; will replace the tube. The returned tube has been examined and tube arching caused by contamination of the vacuum has been confirmed. There was no clear indicator of the cause, however, experts agreed that oil particles most likely got into the vacuum which ultimately caused the tube arcing. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure the temperature sensor was activated. The user reported that the front x-ray tube was arching and x-ray exposure was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.